Event description:
It was reported that the patient's device was not working and the right ventricular (rv) lead came away from the heart. The patient was scheduled for a revision but wants to delay for a week because patient does not feel up to procedure. Boston scientific technical services (ts) advised the advocate to contact the clinician to discuss revision urgency and possible reschedule. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.